Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated defibrillation lead expired. The patient's daughter reported that the patient stated before his death that he felt he had needed shocks but did not receive them. The patient's daughter then reported a physician told her the patient's lead was not working and that was why the patient did not receive any shocks. The patient's daughter was seeking any data from the latitude system, but it was noted that the patient had never sent any device transmissions via the latitude system.

Manufacturer narrative:
The field representative later reported that the physician confirmed the patient was not capturing in the right ventricle at maximum outputs in the emergency room. The patient was brought to the catheterization laboratory to have a temporary pacemaker placed. However, upon placement, the temporary pacer would not capture and the physician observed the patient's heart was not moving. CPR was performed. The physician believed that the patient's heart had died and that the device had functioned appropriately. No device interrogation was performed post mortem. While the patient's daughter believed the device and lead would be returned to boston scientific for laboratory analysis, no products have been received. No further information was available. This report will be updated if additional information is received.